Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose level (bg) of 40 mg/dl; cause of bg was unknown. Customer required assistance to consume carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.